Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received questionable ise results for an unspecified number of patient samples tested on two cobas 8000 ise module analyzers. The customer provided an example of one patient sample with discrepant sodium electrode results. The customer stated they received ise noise alarms on one of the two ise module analyzers (serial number (B)(6). It is not known which of the two analyzers was used to measure the patient sample. The sample initially resulted in a sodium value of 120 mmol/l and it repeated as 142 mmol/l.